Manufacturer narrative:
Device not returned

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 145 mg/dl. The customer reverted to an alternate method of insulin therapy.